Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine displayed a critical override status. The customer attempted to resolve the issue by restarted the unit and checked the power cord connections; however, the issue persisted. Other pyxis machines at the location were not exhibited the critical override status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were noted. A technical support specialist dialed into the station and server, checked health sight viewer, and confirmed to have no critical notices or override status, with normal communication verified through data sync logs. The user was informed of the findings, after confirmation from the user that no further issues were observed, the case was closed. The system functioned as intended when the technical support specialist investigated the device.